Event description:
It was reported that the implant at tooth site 35 fractured at the upper 1/3 and the screw fractured. It was impossible to remove the lower part of the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided . D10. Concomitant medical products bnst3211, 3i t3 with dcd non-platform switched tapered implant 3.25 x 11.5mm lot 2018020038. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) portion of the unknown biomet screw for evaluation (images are attached). Visual evaluation of the as returned device identified the fractured screw portion stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition.) Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site 35 fractured at the upper 1/3 and the screw fractured. It was impossible to remove the lower part of the screw.